Event description:
It was reported that the pt had a traumatic injury to the right ulna and radius in 2008. A fasciotomy was completed on the same day. While in the hosp, wet to dry dressings were performed on the wound. The pt was then discharged to home on the following month. While at home, the pt's family and home care was performing the dressing changes. During that time, the dressing was placed over an exposed tendon. The pt was seen at the rehabilitation facility on the next month. At that time it was noted that the dressing had been left in place on the wound and that tissue had now granulated over the product. Only the dressing edges were exposed and could be visualized. No signs of infection were noted at the wound site. The pt was returned to surgery as a result, and the dressing was removed from the wound and discarded. The pt was then discharged to home.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.